Manufacturer narrative:
Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors, such as an incorrectly loaded disposable set or if the pump rotor is not properly installed. Per dfu-0262-3: if the platelet sensor is unable to calibrate, it may be due to an incorrectly loaded disposable set, a dirty sensor, or the sensor being too close to an external light source. Any of these can cause inaccurate detection and separation of blood components, leading to inconsistent prp output.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/05/2025, it was reported by a sales representative via (B)(4) that an abs-10060r angel centrifuge experienced inconsistent prp output. This was discovered during the case with no patient harm.